Manufacturer narrative:
(B)(4). The batch card(s)for the complaint lot(s) was reviewed passed all inspections. There was no sample returned for investigation therefore investigation was conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted, the balloons were able to inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
According to the distributor, the floatation balloon would not deflate and the user was sent to the hospital where surgery was required to remove the catheter. Once removed still could not get catheter to deflate.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
According to the distributor, the floatation balloon would not deflate and the user was sent to the hospital where surgery was required to remove the catheter. Once removed still could not get catheter to deflate.